Event description:
The customer reported the 9800 system displayed intermittent video loss. There was a bad interconnect table. No patient injury.

Manufacturer narrative:
The service rep ordered and replaced the cable. The system operates as intended.